Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The position of the ipg was also uncomfortable for the patient. The patient will undergo a revision to relocate the battery.

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The position of the ipg was also uncomfortable for the patient. The patient will undergo a revision to relocate the battery.

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The position of the ipg was also uncomfortable for the patient. The patient will undergo a revision to relocate the battery.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of a telemetry anomaly could not be confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. Device exhibited normal telemetry functions. Analysis found the analog integrated circuit was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. Depletion rate was in the normal range prior to the explant procedure. At the approximate date of the explant procedure, the depletion rate climbed markedly.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the pocket was relocated and the ipg was replaced. The patient was not getting good telemetry between the ipg and the remote control and the physician wanted the ipg checked for malfunction. The patient was reportedly doing well after the procedure.